Event description:
It was reported that when the pump was initially implanted, the patient was told that it would last 10 years. Her physician wanted to ¿change out her pump quickly, about 3-4 months¿. The patient was scheduled for a pump replacement; it was unclear if it was in early (B)(6). The patient was a petite woman, so they were going to be replacing the pump with a smaller size; she currently had the larger pump. With the large pump, the patient could feel the pump moving up/down and sticking out more. It was noted that the patient had back surgery on (B)(6). The device system was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).